Event description:
Damage to the pump housing and usb port was reported by the customer, which occurred while playing a sport. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump as a corrective action. The customer was advised to put the pump into storage mode before returning it through ups with a pre-paid label and a provided return box. The replacement pump was sent, and the customer was informed to program their settings and connect their cgm to the new pump, which they understood and acknowledged. The customer will continue using the current pump and will rely on an alternate method if necessary until the replacement arrives.